Event description:
For approximately three weeks user hasn't been able to archive pt treatments due to software error. Facility has attempted to have co fix system in person but has only been successful at having co try by modem but to no avail.